Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 and d8. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. The following is included in the instructions for use (IFU): the processing procedures are described in the following chapters. Also, according to the instruction manual, there is the following description regarding the handling of the actual product. It is possible that this can prevent the occurrence of physical damage. [Warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis exera ii ultrasound gastrovideoscope to the service center. During inspection of the returned device, it was observed that there was no silicon rubber at the forceps cover. The customer did not report any patient user injury or harm reported to olympus.